Event description:
Overinfusion of medication. The pump was in use by a home pt for delivery of an antibiotic, cefazolin. The pt was provided with a bag containing enough solution to last for 48 hours, however, after 24 hours the bag was found empty. Their was no injury or advese effect to the pt. The pump was swapped out by the pt's nurse and was returned to the infusion facility with a report that it was defective.